Manufacturer narrative:
UDI : (B)(4). The valve was returned for evaluation: DHR - lot 4266276, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer.

Event description:
A facility reported a hakim programmable valve was being used for a vp shunt insertion and prior to inserting the valve, the system experienced a few issues during preparing and assembling. The valve was primed by pumping to fill the reservoir. It was then attached to a proximal catheter that flowed under ¿highish¿ pressure, with the valve set at 140. There was no dripping in either the horizontal or vertical position. It was gently aspirated, the testing kit was removed and attached to the proximal end and still no flow was noted. However, when a new valve was used it seemed to drip fine. The valve was not in contact with the patient and no delay in surgical time was noted.